Event description:
Related manufacturer reference number: 2017865-2021-35012. Related manufacturer reference number: 2017865-2021-35014. It was reported that the patient presented for explant of the implantable cardioverter defibrillator, a high voltage right ventricular (rv) lead, and a low voltage right ventricular lead due to pocket infection. The low voltage rv lead was previously capped for upgrade. The device and both leads were explanted. The patient was in stable condition.